Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in retry issue. A technical support specialist (tss) dialed into the station, reviewed the station bar-tail logs, and identified an error indicating a duplicate key issue in the dispensing device snapshot table. Knowledge article es computer name swaps were applied to change the computer name, after which the data synchronization service was restarted. The station successfully resumed uploading, and the case was marked as complete. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was possibly in retry mode. There were no adverse events or injuries reported based on this event.